Event description:
While undergoing hemodialysis treatment it was found that the pt pulled out the venous needle from the access site resulting in blood loss and subsequent cardiac arrest. The pt was successfully resuscitated. Examination of the hemodialysis machine by the hospital biomed technician and the co's mfg representative revealed no malfunction.